Event description:
It was reported that the pump's usb port damaged affecting the ability to charge the pump. Additionally, it was reported that the pump battery could not be charged. There was no reported adverse impact to the customer¿s blood glucose level. The customer reverted to an alternate method of insulin therapy.